Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-16712. It was reported the patient experienced a lead migration due to the patient not following the physician instructions for postoperative treatment. As a result, surgical intervention took place on (B)(6) 2021, wherein the leads were explanted and replaced to address the issue.